Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f2301 captures the reportable event of additional intervention required. Imdrf impact code f19 captures the reportable event of surgical intervention required to retrieve the stent and close the puncture site. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound-guided procedure for transgastric access to endoscopic retrograde cholangiopancreatography, performed on (B)(6) 2025. During the procedure, deployment of the distal flange was not possible, as it only opened slightly. The physician attempted to release the proximal flange; however, due to the force needed, the stent suddenly shot out of the system and ended up in the intended location within the stomach. The patient also experienced pain and discomfort during the procedure. Surgery was required to retrieve the stent and close the puncture site. The patient was hospitalized; however, it has been reported that the patient was discharged from the hospital. Note: it was reported that the axios stent was intended to be placed to treat gallstone during an edge procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat gallstones during an edge procedure.